Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The customer reported to have replaced the breath delivery cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
Covidien ref number: (B)(4).